Manufacturer narrative:
Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded intraocular lens (iol) was implanted a tear was noticed in the center of the lens. The surgery was completed, and the doctor planned to evaluate the patient for any potential complications in the postoperative period. Through follow-up, we learned that no additional medical or surgical interventions were performed and the patient is well. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: august 19, 2025 section h3 - device evaluated by manufacturer? Yes device evaluation: the customer provided a photograph that was evaluated. The photograph showed a crack/scratch like a mark located in the lens optical center. Due to the mark location it is possible to cause some visual distortions/disturbances in the event the device was implanted; however, the definitive clinical impact and the incident root cause cannot be determined per a photograph assessment. The visual inspection of the complaint device revealed that the handpiece was received with the plunger rod fully retracted. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge. The cartridge tip and tube was observed to be damaged. Stress marks were observed on the cartridge tip but were in specification for a used device. No issues were observed with the lens module, device assembly, or plunger rod. No lens was received for evaluation conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.